Manufacturer narrative:
Although the exact patient age was not provided, the patient was reported to be over 18 years of age. The complainant was unable to report upn and lot number; therefore, the manufacture date and expiration date are unknown. However, the complainant reported that the device was not expired. The complainant indicated that the device has been disposed of and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that an axios stent was implanted in a transgastric position to treat a fluid-filled pancreatic pseudocyst during an endoscopic ultrasound (eus) procedure performed on (B)(6) 2018. Reportedly, the implantation site was examined with eus doppler prior to deploying the stent. According to the complainant, during recovery from the stent placement procedure, the patient presented with symptoms of bleeding. The patient was sent to surgery to address the bleeding/hematoma and remove the stent. The source of the bleeding was believed to be a vessel on the posterior wall of the fluid collection. According to the physician, the stent flange inside the collection may have pushed through or eroded through the vessel wall, causing the bleeding. There were no further patient complications reported as a result of this event. The patient was reported to be stable and doing well.